Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted (B)(6) 2004. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Also the impedance of the atrial pacing lead was beyond the expected upper range, the atrial pacing capture threshold was elevated, and the atrial pacing capture threshold was rising.

Event description:
It was reported that there was sudden rise in impedance on the right atrial (ra) lead. This was accompanied by rise in thresholds. There was also high impedance, unstable and high thresholds, noise and also multiple atrial oversensing episodes which could be reproduced with patient movement, breathing etc. The lead was capped and replaced. No patient complications have been reported as a result of this event.